Event description:
The first probe was tested for the endoflip and failed. It was tested a 2nd time and failed again. I then went and got the team lead who tried a 2nd probe and that one passed. Then during the case while that probe was inside the patient it failed and was showing negative pressure. We then had our other team lead come into the room where she tried a new probe and this one passed. We were then able to finish the procedure. There was no harm to the patient.